Event description:
It was reported that during an iliac stenting treatment procedure, stent dislodgment occurred. Vascular access was obtained via femoral artery. The target lesion was located in the external iliac artery. A 6.0mm x 30mm x 75cm express-b-I ld stent was selected to treat the target lesion; however, as the physician pulled the stent through the unspecified sheath, he noticed that the stent came off from the stent delivery system. The stent remained inside the patient and was verified under fluoroscopy. The physician then overlapped the dislodged stent using an unspecified stent. The procedure was completed with another of the same device. No patient complication was noted and the patients condition post procedure was fine.

Manufacturer narrative:
(B)(4). . Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)